Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The patient stated that her coaguchek xs meter serial number (B)(4) was acting funny. She loaded a test strip into the meter and the meter immediately turned off. When the meter powered back on, the date and time needed to be re-set. The patient re-set the date and time, then proceeded with testing. The patient tested one sample on the meter and the result was 6.3 inr. The patient consecutively tested another sample on the meter and the result was 4.1 inr. The patient cleaned the test strip loading area with a cotton tip swab and ethanol. After cleaning the meter, the patient tested an additional sample on the meter and the result was 6.1 inr. No adverse events were alleged to have occurred with the patient. No actions were taken and no treatment was provided to the patient based on the meter results. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is weekly. The patient has had no changes in diet, medication, or overall health. The patient has had no bleeding or bruising. The patient did not have a special diet. The patient does not have antiphospholipid antibodies. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 272164) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The patient's meter was received for investigation. The returned meter was tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.3 inr, donor 2 inr: 2.0 inr. Donor 1 hct: 50%, donor 2 hct: 42%. Testing results: donor 1: retention meter with master lot strips: 2.3 inr, customer meter with master lot strips: 2.3 inr. Donor 2: retention meter with master lot strips: 2.0 inr, customer meter with master lot strips: 2.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. The result of 6.1 inr alleged by the customer was observed in the meter¿s patient result memory, but the results of 6.3 inr and 4.1 inr were not observed. A result of 4.6 inr was observed within 7 hours on the same date.